Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that the patient faced leakage at site. On (B)(6) 2024. The blood glucose level of the patient at the time of event was 300 mg/dl. Moreover, the issue occurred with one infusion set used for 12 hours.the patient replaced the infusion set and insulin was resumed successfully. No further information was available.